Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Instrument was returned and examination of the returned part determined that returned that it exhibits signs of repeated use (nicked or gouged) and is fractured on medial side of the post. All pieces returned. Device history record was reviewed and no discrepancies were found. Investigation determined the root cause was determined in prior corrective action to be associated with the design of the device and was subsequently redesigned. This device was found to be in scope of a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an instrument was returned which was missing a ball bearing. There was no known patient involvement. Attempts have been made and no further information has been provided.